Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) found overflowing cells and made adjustments. Afterward, precision check results were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for calcium gen. 2 (ca2) on a cobas 8000 c 702 module. The initial result was 2.30 mmol/l. This result did not correspond to the patient¿s clinical diagnosis and the sample was repeated. The repeat result was 1.25 mmol/l. The questionable result was not reported outside of the laboratory.